Event description:
It was reported on (B)(6) 2013 the patient had an ¿episode¿ while shopping in a grocery store. The patient was in the last isle by the coolers and felt a ¿surger¿ that made his face twist to the right and his right arm and leg ended up in a flex position and tight. The patient did not have his controller with him and when he went home he lowered the intensity and noticed he had a face droop on his right side. The patient ended up going to the hospital and they ruled out a stroke.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v741376, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v798530, implanted: (B)(6) 2011, product type: lead. (B)(4).